Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inadequate capture was noted on the right ventricular lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Further information was received indicating during the lead revision, insulation damage was noted on the right ventricular lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.